Event description:
Eclipse homepump (lot #0202451139, model # e102000) filled with 0.9% sodium chloride/ceftriaxone 2 gram/100ml) with a rate of 200 ml/hr had tubing broken off at connection to filer.